Event description:
The reporter indicated that "after inquire, telemetry, and print, before anything else was done, the surface EKG showed that the pt had gone into vt (ventricular tachycardia). The pt was sent to the ER. After 8-10 minutes of continuous sustained vt."